Event description:
A police officer attempted to use the device on a person described as in full arrest. Family members were performing CPR upon arrival of the officer. The device allegedly failed to turn on. CPR was continued and parmaedics arrived a couple mins later and took over treatment of the pt. Countershock therapy was administered and the pt regained a pulse. During transport to the hosp the pt again went into cardiac arrest and was not resuscitated.